Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with right ventricular lead noise. The noise was seen over several follow up visits and was getting worse. The noise was reproducible with pocket manipulation and patient movement. The noise inhibited pacing and the patient was dependent. The patient did not experience syncope prior to the lead replacement. The lead was capped and replaced on (B)(6) 2018. The patient was stable before, during, and after the procedure.